Event description:
I had essure done 2010. My coils are now in my uterus and have to undergo a hysterectomy's (B)(6) 2013. I've been in and out hospital pain meds antibiotics over and over. It has ruined my life completely. I did not sign up for all these problems. The more I read FDA released this product too early. FDA let them remove a warning label clearly doctor didn't understand none of the essure rules. I was hospitalized put to sleep was there for over five hours when it's supposed to be office visit. I told her I wanted my tubes tied now I have to get a hysterectomy.